Event description:
Reference number: (B)(4). Event occured in saudi arabia. It was reported that the patient experienced high blood glucose event on 26-feb-2026. The blood glucose level was 470 mg/dl and the patient was treated with manual injection. The patient was reported that air bubbles in the tube and reservoir. No further information is available.